Manufacturer narrative:
Concomitant medical products: product ID 37744, serial# (B)(4), product type: programmer, patient; product ID 3778-60, serial# (B)(4), implanted: (B)(6) 2008, product type: lead; product ID 3778-60, serial# (B)(4), implanted: (B)(6) 2008, product type: lead. (B)(4).

Event description:
It was reported than an elective replacement indicator (eri) message was observed. The caller stated she observed a picture of a doctor on the screen with ¿egi.¿ the patient was unable to get this screen during the call but the patient programmer did show the implantable neurostimulator (ins) battery was ¿empty¿ according to the caller. It was noted that the patient programmer battery was almost full. The caller first observed the screen two weeks prior to report. The caller also mentioned she ¿saw the doctor when her implant battery was changed.¿ it was noted that the caller was confused about the questions regarding when the patient first saw the doctor screen. The caller stated in the battery replacement she only saw the healthcare professional (hcp) in person. The caller stated she had seen the hcp in person but this (above event) was the first time she had observed the hcp with cap and gown on the screen. The caller stated that the ins was replaced due to normal service life. It was noted that the patient was easily confused during the call. The caller stated that her next appointment was in august. The patient was redirected to the hcp. It was later reported that a full impedance test was performed and it was normal with the exception of 12 which was >10,000 ohms. However, ¿they were not using that.¿ it was noted that the patient was at eri. It was noted that a longevity check was performed to estimate ins battery life with the following settings: program one: 3.2v/90 pulse width/60hz/five positive and two negative contacts/227 ohms; program two: 3.25v/60 pulse width/60hz/five positive and two negative/332 ohms; and program three: 2.15v/210 pulse width/60hz/five positive and one negative/292 ohms. It was noted that eri was 19.8 months and end of service (eos) was 22.8 months. It was noted that this was a normal eri due to programming. It was also noted that the prior ins lasted four years and would need to look at programming and see if the same. The patient stated that the eri ¿tripped¿ two weeks prior to (B)(6) 2014 but did not know the exact date.